Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm history showed no evidence of the reported problem. No defect was observed during visual inspection. The insert slide clamp alarm was noticed during functional testing. The reported condition was confirmed. The cause was determined to be a damaged safety slide clamp assembly. The safety slide clamp assembly was replaced to resolve the issue. No further action was required. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insert slide clamp alarm was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention needed in association with this event.